Manufacturer narrative:
Innovative health llc became aware on 4-march-2026 of a reprocessed viewflex xtra ice diagnostic ultrasound catheter reported to have bad images on ice catheter. Views were blurry. There were no allegations of any physical damage on the device in the initial report. However, upon receipt and inspection of the device on 9-march-2026, it was noted that the distal tip of the device was partially fractured. Therefore, the awareness date for the physical damage on the device was 9-march-2026, thus resulting in the submission of this report. There were no adverse patient effects as a result of the event. Upon visual inspection, the distal tip of the device was partially fractured but remained attached to the device. No further damage or defects were noted. A review of the process control record was performed to ensure that all manufacturing and inspection process steps were completed, and no anomalies were noted.

Event description:
The device was originally reported to have bad images on ice catheter. Views were blurry. Upon device receipt and inspection, the device was noted to have a fracture in the distal tip.